Manufacturer narrative:
Additional information was received that the reported failure would affect monitoring and would not affect loss of mechanical ventilation. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag, unit replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.